Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had post reset alarm occurred after battery changed. Customer¿s blood glucose level was 20.7 mmol/l. Customer reported they were able to clear the alarm and able to rewind the insulin pump. Alarm had occurred more than once after a battery change. The insulin pump will be returned for analysis.